Event description:
Premature battery depletion was reported. Per the hcp in (B)(6) 2013, a pump replacement was done. The pump showed an eri with critical alarm had occurred after 3 years from the implant. Interventions included hospitalization, explant and replacement. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver morphine and prialt additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information later reported the pump was in safe state reset occurred, low reservoir alarm occurred, reset low battery, motor stall occurred and stopped pump may exceed tube set.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the alarm message was empty reservoir alarm occurred. The explanted pump will be returned soon as the hospital maintained the pump for a month.